Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. No external damage. There was battery communication timeout error in history. The technician performed start-up. The reported issue was duplicated. The root cause of the reported issue was found to be interconnect board which cleared up the problem. The technician replaced interconnect board.

Event description:
It was reported that the battery failure occurred. No patient injury was reported.